Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins found that the battery reached normal end of life. Telemetry and output were okay.: fdc code 71 replaces previous codes of tpe if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had an ins explanted due to premature battery depletion. A short circuit was found of less than 250 ohms. The patient¿s ins was replaced. The patient was implanted for 11 months. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
Product ID 3387s-40 lot# va08ptu serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the patient reported that they just put in a rechargeable battery in october because the previous implant batteries were ¿dying so fast¿ due to two of the leads malfunctioning. The patient stated that was the issue occurred ¿probably before (B)(6)2017.¿ there were no further complications reported.